Manufacturer narrative:
Patient information was unavailable from the site. Onsite functional and visual examination was performed by a manufacturer representative. The door cover and sensor switch were adjusted. The motion was re-calibrated. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for an unknown procedure. It was reported that the system could not be closed. The site decided to switch to a c-arm to proceed with the procedure. There was no reported impact to patient outcome and no reported delay to procedure.